Event description:
It has been reported to philips that the system powered out and the computers would not power up after the l2 breaker was tripped. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system powered out and the computers would not power up. Upon some functional test fse recreated image and replaced the pc and the pc failed in the hard disk test. Fse ordered the second pc and replaced the pc. After replaced with new pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.